Event description:
On (B)(4) 2012, customer reported that the dxc 600 pro instrument generated false low sodium (na) results for two patient samples. The results were reported out of the lab. When the issue was noticed, samples were rerun on the other dxc in the lab, and the results were amended. Treatment was not initiated or withheld based upon the false results. Na quality control run prior to the event was low; outside or at the very low end of lab-established ranges (which are wide). Field service engineer (fse) inspected the instrument and replaced both na measuring and reference electrodes. Fse also replaced the carbon bridge. Fse verified performance per established procedures. No further issues were reported.